Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested but unavailable: what were the indications for surgery? At the time of the event, what was the gray reload being fired on (liver parenchyma or associated vessel)? How many firing strokes could be performed successfully? What is meant by ¿did not fire properly¿? What troubleshooting steps were taken to open the device? How was the device eventually opened? What is meant by staple line not complete? What does the surgeon routinely use the gray reload on? Will both devices including the specimen be returned for analysis? Was the removal of remaining product of this lot # initiated by the customer or sales rep? What is the current patient status?

Event description:
It was reported that during a laparoscopic liver case, the device would not open to release the liver. It was reported that the device opened eventually and that the sample line was incomplete. Customer reports that the device did not properly fire. They are using the grey 60 staple cartridge. Surgeon opened a new stapler to finish the case and reported that the second device got stuck and would also not open. A laparoscopic liver case was performed and had to be converted to laparotomy to remove specimen (small portion of liver) and the attached stapler. Customer reports that they couldn't open the stapler and had to send it up to pathology still attached to specimen. Both events happened during same procedure.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device (b) was returned with the closure trigger broken and missing, with the anvil bent upwards. An ecr60m cartridge was received not loaded on the device. The cartridge reload was received partially fired 1/2 consistent with an incomplete or interrupted cycle. Furthermore, the anvil knife slot was noted to be damaged. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. No functional test was performed due the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa.